Manufacturer narrative:
Further investigation is not able to be performed because there are no message logs available. The customer is questioning if there may be interference from the drugs that the patient is taking. Three of the medications on the provided list of medications are listed in the "non-interfering substances" section of the ctni IFU. They were found to have no significant effect at the following concentrations when added to a plasma pool containing 2 ng/ml cardiac troponin I: isoket (isosorbide dinitrate) @ 6 mg/dl. Isoptin (verapamil) @ 16 mg/dl. Euthyrox (levothyroxine) @ 60 ug/dl. None of the others listed were found in the "interfering substances" section of the IFU. The root cause for the false positive ctni result cannot be determined.

Manufacturer narrative:
In follow-up 1, change the statement from: "the root cause for the false positive ctni result cannot be determined." To: "the root cause for the discrepant ctni results cannot be determined."

Manufacturer narrative:
The customer stated that there are no message logs available for an investigation. The customer is questioning if there may be interference from the drugs that the patient is taking, causing the elevated ctni results from both instruments. The instrument is currently operational. The cause of this event is unknown.

Event description:
The customer reported discrepant cardiac troponin (ctni) results on the stratus cs when compared with the ctni results of a non-siemens lab analyzer. There was no report of injury due to this event.